Event description:
It was reported the ac power module is not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.